Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted (B)(6) 2010; 5076-52 lead, implanted (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was found to have high thresholds and was out of position in the atrium. The lead was explanted and replaced. The right ventricular lead appears to have had low sensing and high thresholds in the past. A pacing lead had been implanted in the right ventricle about three years ago which was functioning normally. Both leads were explanted and replaced during the device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the distal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.